Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had a a-xx alarm on the insulin pump. The customer's blood glucose level was 180 mg/dl. The customer stated that the alarm received was a12, a45, and a54. The patient stated that alarm occured during the rewind and prime sequence. The patient was advised to clear the alarm using esc and act and also to disconnect from the insulin pump. The customer was advised that the insulin pump need to be replaced.

Manufacturer narrative:
The insulin pump was received with constant watchdog set test failure alarms after inserting the battery, problem was isolated to interface board. History anomaly was not verified due to constant alarm. No other alarm noted during testing. The device had cracked reservoir tube lip.